Manufacturer narrative:
Additional, changed, or corrected data: a.2, b.3, b.5, b.6, b.7, g.1, g.3, h.1, h.6. The events of lump/nodule and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Corrected data: the reason for reoperation is not applicable as the device remained implanted at the time of patient's death.

Event description:
Patient representative later reported pain, swelling, and development of a lump 4.5 years following implant. Three months later, lump was ¿lanced and the infection drained,¿ patient was treated with antibiotics. Six months following, patient had ¿swelling on upper chest and stomach,¿ itchiness, and had ¿trouble sleeping more than 2 hours a day.¿ an ultrasound and biopsy diagnosed ¿non-hodgkin large cell anaplastic t cell lymphoma.¿ cancer treatment was given and patient experienced a dry cough, trouble breathing, and low blood oxygen levels. It was reported that these symptoms interfered with the chemotherapy. Later, fluid was drained from patient¿s lungs and patient developed fever and infections ¿caused by the cancer.¿ blood clotting occurred in patient¿s bowel. The device remained implanted because patient was not ¿healthy enough to undergo a surgery.¿ patient¿s death occurred 1 year and 9 months after patient first ¿noticed a lump on one breast.¿ this is for the right side. Patient previously had saline implants by an unknown manufacturer. The events of swelling, itching, trouble sleeping, ¿low blood oxygen level,¿ blood clotting, cough, breathing issues, fluid in the lungs, fever, and infection specifically caused by the cancer are not related to the breast implants.

Manufacturer narrative:
Further investigation regarding death concluded that all devices were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. Further investigation regarding infection concluded that all devices were manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary.

Event description:
Regulatory agency reported patient "battling anaplastic large cell lymphoma cancer and other autoimmune symptoms caused by the implants". Patient's husband reported hospitalization due to ¿some infection that happened after a different chemo" and "some of the cancer went to [patient¿s] brain.". Patient representative later reported pain, swelling, and development of a lump 4.5 years following implant. Three months later, lump was ¿lanced and the infection drained,¿ patient was treated with antibiotics. Six months following, patient had ¿swelling on upper chest and stomach,¿ itchiness, and had ¿trouble sleeping more than 2 hours a day.¿. An ultrasound and biopsy diagnosed ¿non-hodgkin large cell anaplastic t cell lymphoma.¿ pathological markers were not provided. Cancer treatment was given and patient experienced a dry cough, trouble breathing, and low blood oxygen levels. It was reported that these symptoms interfered with the chemotherapy. Later, fluid was drained from patient¿s lungs and patient developed fever and infections ¿caused by the cancer.¿ blood clotting occurred in patient¿s bowel. The device remained implanted because patient was not ¿healthy enough to undergo a surgery.¿ patient¿s death occurred 1 year and 9 months after patient first ¿noticed a lump on one breast.¿ this is for the right side. Patient previously had saline implants by an unknown manufacturer. The events of swelling, itching, trouble sleeping, ¿low blood oxygen level,¿ blood clotting, cough, breathing issues, fluid in the lungs, fever, and infection specifically caused by the cancer are not related to the breast implants.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time.

Event description:
Patient's husband later reported hospitalization due to ¿some infection that happened after a different chemo" and "some of the cancer went to [patient¿s] brain." This is for the right side.

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported "pleasantly battling anaplastic large cell lymphoma cancer and other auto immune symptoms caused by the implants". Pathological markers were not provided; therefore, the event will be captured as lymphoma. The status of the device is unknown. This record is for an unknown side.